Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No low battery alert noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 500 mg/dl at the time of incident. The customer was treated with insulin pump for high blood glucose level. The customer was assisted with troubleshooting for low battery alert. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The customer reported that the insulin pump battery showed no bars, with no low battery alarm. The insulin pump will be returned for analysis.